Event description:
It was reported that the ventilator did not deliver any volume. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user facility performs service by themselves. User facility biomed performed pre-use check and tested the ventilator, unable to duplicate the event. The root cause of the reported alarms has not been determined. A correction of field # d1 ¿ brand name and # d4 ¿ version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).